Event description:
During hip replacement surgery, a femoral stem trial became lodged in the femoral canal and could not be extracted by using the customary instrumentation. The surgeon elected to perform an osteotomy to remove the trial. The surgery was then completed without further incident.